Event description:
It was reported that, during a meniscus repair surgery the ultra fast-fix assembly presented the t2 suture knot was loosened. The problem was noticed during use, a surgical delay less than or equal to 30 minutes was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection revealed the device was returned without anchors or suture. The actuator was fully actuated. No physical damage visible to the device. A functional evaluation revealed the actuator functions as intended. A review of the customer provided image confirmed the reported batch number and product number. The image also revealed the t1 anchor had been detached from the suture. The t2 anchor was tightened down. No physical damage visible to the device imaged. There was no relationship found between the device and the reported event. The complaint was not confirmed, and the root cause could not be established since the suture and anchors were not returned. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.